Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: there were frequent low battery warnings observed in the pump's black box. The pump electrical current draws were high. The pump was opened and moisture damage was found on the printed circuit board. Short battery life was due to moisture damage. The battery compartment was found to be cracked.